Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6), study. Patient dob - (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01045, 0002648920-2019-00173. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 years post-op, patient fell and broke her right ankle. Nature of the fall is unknown. Treated with cast and non-weight bearing boot. Attempts to obtain additional information have been made; however, no more is available.